Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hwc. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent a revision surgery due to the variable angle (va) elbow medial plate that was broken into two parts as showed in x-ray. Patient was originally implanted with 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screw, 3.5mm locking screws and 4.0mm cancellous screws with washer on (B)(6) 2018. The va elbow plates were not bent before the application of the plates and the screws were securely locked with torque limiter. It was unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant devices reported: 3.5mm cortex screw self-tapping 24mm (part#: 204.824, lot#: unknown, quantity#: 3); 3.5mm locking screw self-tapping 26mm (part#: 213.026, lot#: unknown, quantity#: unknown); 4.0mm cancellous bone screw partially threaded /45mm (part#: 207.045, lot# unknown, quantity#: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter occupation: reporter is a synthes employee. Part: 02.117.404; lot: 8893628; manufacturing site: mezzovico; release to warehouse date: march 17, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: mezzovico, selected flow 5: broken . The item was received not in original packaging. The plate is broken post production at level of hole ¿8.¿ no visual manufacturing-related defects have been identified on the returned item. The received condition agrees with the complaint description. The complaint condition is confirmed. Drawings were reviewed as part of the investigation. No nonconformances or document change have been identified which may be related to the complaint condition. The returned part was re-inspected for all the features relevant to the complaint condition. The relevant measurable features (thickness, width, thread features) have been found conforming to manufacturing specifications as per selected investigation flow, a visual inspection and a verification of the measurable dimensional and functional features relevant for the complaint condition have been performed and found them conforming to specification. The investigation performed did not identify any manufacturing defect or deficiency thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a total of four surgeries (1 initial implant procedure and 3 revision procedures). For this event, the patient required a revision to remove a broken variable angle (va) elbow medial plate. X-ray was performed post-operative and showed that the variable angle (va) elbow medial plate has broken into two parts. It is unknown when the plate broke or when the revision procedure was. During the revision, the plate was explanted. The patient outcome is unknown. It is unknown what devices were used to revise the patient. The patient and procedure outcome are unknown. This report addresses postoperative plate breakage. (B)(4) captures first revision surgery due to back out of screws. (B)(4) captures revision surgery for wound debridement. Concomitant devices reported: unknown locking screws: trauma (part#unknown, lot#unknown, quantity 5) unknown cortex screws: trauma (part#unknown, lot#unknown, quantity 1). This report is for one (1) 2.7mm/3.5mm va-lcp medial distal humerus plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: cancellous screws (part: unknown, lot: unknown, quantity: 1). Cortex screws (part: unknown, lot: unknown, quantity: 2) . Locking screws (part: unknown, lot: unknown, quantity: 9). Washer (part: unknown, lot: unknown, quantity: 1). Plate (part: 02.117.204, lot: unknown, quantity: 1).